Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. This device is not part of any advisory and it is not know if a magnet was applied or if the patient had radiation therapy.